Manufacturer narrative:
During on-site investigation it was concluded that the reported failures were caused by a faulty oxygen gas module. The part has not been returned for investigation. Our investigation consists of device log evaluation. The reported flow transducer test failure is confirmed in received device logs showing that this test had failed intermittently since (B)(6) 2017. The date of event is updated accordingly. The test failed because the oxygen gas module was delivering less flow than intended. The logs also show that the measured offset value for the oxygen gas module was drifting during the different performed pre-use checks. Event logs show that alarms for both high and low oxygen concentration were generated during ventilation. There are also alarms for high airway pressure. The oxygen gas module regulates the inspiratory oxygen gas flow to the patient and its failure may lead to high pressure and/or low or high oxygen concentration. Alarms would be generated if the set alarms limits are exceeded. If the failure is present it would be detected during pre-use check. The conclusion from received logs is that the observed failures in pre-use check and the generated alarms are caused by a faulty oxygen gas module. However since the defective oxygen gas module was not returned for investigation it is not possible to confirm the root cause of its failure.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. It was also stated that the o2 concentration was not delivered according to the set value. There was no patient involvement. (B)(4).